Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with six representative sterile units. Visual inspection confirmed that the balloon on the event unit had burst as there was a tear in the balloon. Testing was performed on the six representative units. The representative units met current specifications, and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the patient injury based on the evaluation of the returned unit.

Event description:
Procedure performed: tep hernia/ event description: during the procedure, the dilatation trocar in the abdomen burst! The patient suffered a major hemorrhage. The patient is doing well and the bleeding was stopped by clips. Additional information received from applied medical representative via email on (B)(6) 2021: the volume of blood lost is estimated at about 50 ml. There is no information available about the source of the bleeding. Additional information from bfarm user report received via email (B)(6) 2021: [translation] the dissection balloon burst during regular use as part of tep hernia surgery. The balloon was completely removed. The incident was reported to applied medical's representative. Applied medical has already made a report to the bfarm. All dissection balloons with the above lot number have been returned to the company. No more problems have occurred with the replacement products. Intervention: clip placement. Patient status: pat. Ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: during the procedure, the dilatation trocar in the abdomen burst! The patient suffered a major hemorrhage. The patient is doing well and the bleeding was stopped by clips. Additional information received from applied medical representative via email on (B)(6) 2021: the volume of blood lost is estimated at about 50 ml. There is no information available about the source of the bleeding. Intervention: clip placement. Patient status: pat. Ok.